Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issues with two infusion sets, specifically with the cannula. The cannula was leaking. The event dates were (B)(6) 2024. The patient noticed symptoms three or more hours after insertion. The infusion set was in use for 0-48 hours. The site was inserted in the abdomen and the patient regularly rotates site locations. The site area was not impacted. The patient confirmed the introducer needle was ahead of the cannula prior to insertion. The patient's blood glucose at the time of the issue was 162 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.

Manufacturer narrative:
Device 2 of 2.